Event description:
It was reported that the patient went to the hospital after hearing the patient alert. Trend data showed high right ventricular (rv) lead impedance occurring with in 1 day of the lead re-attachment to a newly implanted implantable cardioverter defibrillator (ICD). The ICD remains in use. The rv lead will be explanted and replaced. The no patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. (B)(4) performance data was collected from the device and revealed that there was high resistance/impedance and 1 - patient alert for out of tolerance subthreshold lead impedance on (B)(6) 2012 03:00:16. Programmer s2d data file (B)(4) shows 1 - alert for "right ventricular bipolar lead impedance > 3000 ohms" on (B)(6) 2012 03:00:16. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s.